Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on the proximal conductor and the proximal conductor was distorted. The inner insulation was kinked/buckled and the outer insulation had a cosmetic depression. There was blood in/on the helix mechanism, the lead was stretched, and there was apparent explant damage.

Event description:
It was reported that during a prophylactic replacement procedure of the right ventricular lead, the right atrial lead became dislodged. The lead was removed and replaced. No patient complications were reported as a result of this event.